Event description:
A clinical study follow-up report received indicated the patient experienced a massive stroke with left hemiplegia in 2002. 6 days later the patient was admitted to the hospital for treatment, but showed no improvement and continued to decline over the next five weeks. The patient expired in 2002.